Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 3. Details of surgery: immediate extraction site. On (B)(6) 2020, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection and inflammation. No further patient complications were reported.